Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging irregular blood pressure, heart failure. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The "problem code grid" and "event date" has been corrected in this report. This product is not listed under the scope of recall. In this report, box b, h has been updated/corrected.

Manufacturer narrative:
As per additional information received on 07/21/2025: the manufacturer received information alleging irregular blood pressure and heart failure on a dreamwear full face mask. Medical intervention was not specified. No mask has been returned. No further evaluation is possible at this time. Three attempts to have the mask returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. In this report, box g, e, h has been updated/corrected.